Event description:
It was reported that during a ptca/stenting treatment procedure, a shaft fracture occurred. The slightly calcified lesion was located in the left anterior descending artery. While pre-dilating the lesion, the physician noted that the maverick2 monorail balloon was not inflating. While trying to remove the balloon from the pt, the balloon shaft broke in two pieces. The physician then placed another balloon inside the guide catheter, inflated the balloon, and removed the entire system. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as "satisfactory." Additional info regarding this event has been requested.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.